Event description:
A customer reported having a high reading on her precision xtra/optium blood glucose meter, and because of that, she reported taking insulin and then losing consciousness. The paramedics were called, and she was taken to the facility were she was reportedly treated with an unk intravenous solution. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. Additionally, the customer also reported meter readings that were plotted on a parkes error grid and fell into the "b" zone showing the difference in readings was not clinically significant.